Manufacturer narrative:
Section b3: date of event is estimated. It was reported to abbott, a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg was not placed in surgery mode. Surgery took place where the ipg was replaced. There were no complications. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices and deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored post-op.